Manufacturer narrative:
(B) (6). Eval summary: the balloon catheter was returned with blood in the balloon and in the inflation lumen. There was no contrast visible. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure, when it was observed that fluid was coming out a pinhole in the balloon. There was a pinhole in the balloon 1 mm proximal to the distal end of the proximal balloon marker. There were no scratches found. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. The returned device did not have any noted scratches on the balloon and was sent to sem for further analysis. It was determined that the balloon failure may be related to exposure conditions or a processing discrepancy as the leak was in a fold over the proximal marker. Surface mechanical damage was observed at the leak. In this case, it is possible that the noted pinhole on the balloon fold crease occurred during manufacturing as the material was located on the inner surface of a fold, which would not be exposed to interactions with the accessory devices/lesion/anatomy during device placement and would likely no be noted during preparation for use. Although a definitive cause for the pinhole cannot be determined, manufacturing will be notified of this incident for further investigation. All dilatation catheters 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of unit is destructively tested to verify rated balloon pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conformities for this lot.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesions were in the proximal, mid, and distal right coronary artery. The rca was moderately tortuous, mildly calcified, eccentric, de novo with stenosis. The guide wire was advanced toward the right coronary artery (rca) and then, a rx voyager balloon catheter was used to pre-dilate the lesion. When the voyager balloon was pre-dilated at the mid rca, the balloon ruptured at 10 atmospheres during the first inflation. A new non-abbott balloon catheter was used and then a stent was implanted. The procedure was completed. Reportedly, there were no pt effects.